Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller stated that her son was the driver in an auto accident as a result of low blood glucose levels. Patient was taken to the hospital and admitted with blood glucose levels of approximately 800 mg/dl. Patient's blood glucose level was 61 mg/dl at the time of the call; patient has been treating with snacks. No further information was provided.